Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapein 3 ultra valve, the delivery system balloon ruptured during deployment due to calcification. The valve was well anchored and functioning well. Upon removal of the delivery system, the balloon caught inside the lining on the sheath which invaginated. Resistance was felt during removal and a dissection of the iliac was noted. A surgical cut down was performed to remove the system. Liner delamination was noted on the sheath. The patient is stable post procedure.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-06821. The sheath was not returned to edwards lifesciences for evaluation. A review of pictures provided showed kink on sheath shaft near distal tip; sheath liner torn; liner delamination; burst inflation balloon with exposed spring. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined during the evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed additional similar complaints relating to sheath liner delamination. A review of the complaint history from january 2021 to december 2021 revealed additional similar complaints for sheath liner delamination for esheath (all models and sizes). The complaints were confirmed, but no manufacturing non-conformities that would have contributed to the reported events were identified. Available information suggested that patient and/or procedural factors may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for sheath liner delamination was confirmed with the provided procedural imagery. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device preparation. The balloon of the commander delivery system ruptured after deployment. Per report, ''when retrieving the ds, the balloon caught the inside lining of the 14fr esheath, which invaginated.'' Per returned procedural imagery, the burst balloon with exposed springs, was attempted to be retrieved through the sheath. It is likely that altered profile of the burst balloon caused difficulty in withdrawal that led to non-coaxial alignment between the delivery system and the sheath. This altered balloon profile likely got caught inside the sheath and liner. The subsequent pull force used to withdraw the system likely caused the sheath delamination and torn liner. As such, available information suggests that procedural factors (withdrawal of torn/burst balloon, excessive manipulation) may have contributed to the reported event. Since no product non-conformance was confirmed, a product risk assessment escalation and corrective/preventative actions are not required.